Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombosis could not be confirmed through this evaluation as no images were submitted for review and the pump was not returned for evaluation. Additionally, evaluation of the patient¿s submitted log file confirmed the reported elevations in pump power; however, a direct cause for the elevations could not be conclusively determined through this evaluation. The submitted log files contained data from 21feb2020 to 24feb2020 and from 01mar2020 to 16mar2020. The pump operated above the low speed limit for the duration of the log file. The log files captured the pump power at elevated parameters intermittently throughout the log file up to 13.1 w. There were no atypical alarms and the log file appeared to show the system operating as intended. Device thrombosis is listed as an adverse event that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. The hm ii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted with suspected pump thrombosis. Patient was seen in clinic, reporting progressive weakness, fatigue, and shortness of breath. Vad interrogation showed continued elevation of flow. High power reading. Patient reports noticing this change over the past week.